Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) /2025 at approximately 4:00am, the patient´s husband noticed that she was unconscious and not responding. He checked her cgm graph and it showed that from 16.0 mmol/l, there were intervals with no readings before the dots started showing at the bottom of the graph again. He mentioned that it read 0 mmol/l. He confirmed having the alert "wait for 3 hours". He checked her bg and it was 1.0 mmol/l. He tried giving the patient sugar but was unsuccessful so he called the ambulance. The ambulance arrived and the emts treated the patient with IV fluids and 2 shots of baqsimi nasal glucagon spray. The patient was taken to the hospital via ambulance. The patient regained her consciousness at the hospital where she has been admitted to the ICU since 12/01/2025. The doctors reported that the patient was in a life-threatening coma. During the hospitalization the patient was treated with insulin injections (dm). At the time of the report the patient was feeling groggy and her bg was ranging between 4.0-8.0mmol/l and still at the hospital. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.